Event description:
A customer reported the meter would not give her a reading after sample is applied and as a result of being unable to test, she experienced symptoms of dizziness, weakness, pain in legs and reportedly lost consciousness. The paramedics were called and transported customer to a local hospital where they ran some tests. However, the customer was unable to confirm whether or not she was diagnosed with hypo- or hyperglycemia nor specify what kind of treatment she received. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.